Event description:
It was reported by the rep the device was used during a laparoscopic excision of nodes. It was reported two of the trocars upon entering the abdomen the sheath safety shields would not snap down upon entry into the abdomen. The other trocar would not retract or close. Trocar blade was exposed was over an inch-two inches inside cavity. Faulty safety shields. Another trocar was pulled to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50810. D6: device returned with no lot identification. Endopath dilating tip trocar: based upon inquiry info received, visual examination and functional test, the reported event was confirmed. Three obturators were received. Obturator a would not arm as received, it was disassembled for further inspection and found the knife collar bent. No conclusion could be reached as to how the knife collar had become bent. Instruments b and c were found to function properly. No other anomalies could be identified.